Manufacturer narrative:
Hamilton medical comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer looks after their own ventilators. Customer reports 'communication failures between c6 ventilator unit and display.' Clinical engineer also says 'on first inspection the ip-vu cable connectors were not disconnected, however the cable does appear to be hardening. Summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).